Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, prior to starting a lobectomy, the nurse found it was difficult to use forceps through the trocar. The forceps could not be smoothly inserted or removed through the trocar. Another was opened but the issue was duplicated. Another trocar was used without incident. No patient involved. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of five photos and one device. No visual abnormalities were noted. Functionally; the obturator was inserted and removed into the trocars with some difficulty. The root cause of this condition was determined to be the result of a component received from a supplier. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.